Manufacturer narrative:
The device was returned for analysis and investigation. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th and 19th distal stent wraps with struts raised. Proximal stent od = (0.0808 inches), mid stent od = (0.0459 inches), distal stent od = (0.0444 inches). Specification = (0.055 inches) max. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the 2 returned still procedural images capture the severely tortuous lesion as reported by the account. The first image capture the lesion pre stent implantation, severe stenosis is noted at the treatment site. The second image captures the rca lesion post stent treatment with good end result. The images do not capture the reported stent displaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a lesion in the patient's rca. There were no abnormalities reported in relation to anatomy. There was no damage noted to the device packaging. The device was inspected with no issues identified. The lesion was not pre-dilated. Resistance was noted when advancing the device. Force was applied but no more than was necessary. It was reported that due to the tortuous anatomy of the patient¿s heart vessels, the stent was not able to pass through the lesion. It was described that while pulling back the stent, it was found that the tip of the stent came off the balloon which made it difficult to use it again. The physician noted that the device seemed to catch on the catheter when they pulled it back. Stent was not detached, it was still attached to the balloon and was not left in the patient. Patient status post-procedure is alive with no injury.